Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on unknown date and suture was used. During the procedure, there were instances of needle bending, with a few cases where the needle broke off from the suture strand. In one instance, the needle tip broke off into the patient, requiring the surgical team to perform additional imaging to confirm that the needle tip was properly removed.. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.